Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the following: device received with multiple dents and scratches on both the enclosure and front cover. Lcd is broken and global display label is damaged. Quick connect is broken where the plastic meets the metal fitting. Microswitch is bent. Line cord faded and worn. Handle on the pole clamp is frozen and won't move. Water tank cover dented. Damage to the drain tube was confirmed with the visual inspection. Complaint was confirmed. Possible root cause was attributed to the age of the quick connect. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device was damaged. On the back where the drain tube connects to the bottom was snapped off. There has been no report of patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.